Event description:
A customer contacted beckman coulter inc. (Bec) to report getting sample pump obstruction errors and fluid emitted through the front of the sample pump from the unicel dxi 600 access immunoassay analyzer. No injury or exposure to the fluid was reported.

Manufacturer narrative:
Qc and system information has not been supplied to date. On (B)(6) 2011, a bec field service engineer (fse) discovered wash buffer leaking from the sample pump. Fse replaced the sample pump. Hardware is the root cause for this event. (B)(4).